Manufacturer narrative:
The insulin pump was monitor without battery for 10 minutes. After re-insert battery no unexpected power loss alarm noted and the sleep current within specifications. The insulin pump passed displacement test and self test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received power loss alarm. It was reported that troubleshoot was conducted. It was reported that the device would be replaced and returned for analysis. No further information provided.